Event description:
On three occasions in the past three months leaks have occurred. On plasmapheresis: on two different dates this was detected; leak detected in centrifuge approximately 2 minutes into the collection.on one date: during saline prime multiple "return saline line failed integrity test" alarms occurred, preventing the operator from starting the procedure.manufacturer response for plasmapheresis.====================== for two of the three events: terumo bct has modified the standard optia filler to help reduce the incidence of leaks in the channel specific to this failure mechanism. Terumo bct's contact spoke with nurse manager on thursday and explained this type of leak and the replacement fillers that we have ready to be placed in both machines. For the third event: a review of all complaints on this lot was completed and no trend has been identified. If these alarms continue to occur on the same machine in the future, please contact terumo bct customer support, to determine if a service call is necessary to ensure that the return pressure sensors are functioning as intended.